Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis revealed that the lead cable/coil conductor was fracture (in-vivo) of defib svc exposed coil flexed. It was also noted that there was a lead conductor fracture (in-vivo) of the defib rv flexed. Analyst comments also stated that the lead was returned with severe explant damage and that the full lead was not returned.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited out of range impedance values on both high voltage coils. A lead fracture was suspected, and the patient has been scheduled for a lead extraction. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).